Event description:
Ambulance personnel were attempting to perform an inspection of the device's operation and reportedly the device would not power up. The battery was replaced with a fully charged battery and the device allegedly still would not power up. The device was removed from service and delivered to the local physio-control service rep. Subsequent to removing the device from service, the ambulance crew received a cardiac call and had to perform the call without the device. The pt was not resuscitated. The reporter stated that the absence of the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessement of the pt's lack of viability.